Event description:
The handpiece was returned to the manufacturer for service, and during the investigation an unk substance was found inside the handle. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation, and during the investigation an unk substance was found inside the device. A sample was taken, but the investigation is still in process. A follow-up report will be submitted after the quality investigation has been completed.